Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. Alleged failure: buttons on handpiece not working. Probable root cause: material/design error: constant irrigation flow is not maintained leading to limited field of view stopcocks in improper configuration. Large anatomy. Missing o-ring. Damaged or deformed o-ring. Pump malfunction . Clogged tubing. Manufacturing/ service error. User error h3 other text: 81.

Event description:
It was reported that there was loss of insufflation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of insufflation.